Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-01190. The pt received his scs system, including an ipg and two percutaneous leads (from two separate lots), on (B)(6) 2008. It was reported that the pt's leads had migrated. On (B)(6) 2011, the physician explanted and replaced the two leads with a surgical lead. The explanted leads will not be returned to the MFR for analysis. F/u on the pt found no further issues reported.